Event description:
As reported, this distal end cap for the device tjf-q190v scope fell at the end of a therapeutic procedure. The user was able to recover the cap from the patient. The intended procedure was completed with no harm or injury to the patient. No user injury was reported. This report is related to a report with patient identifier (B)(6).

Manufacturer narrative:
The distal end cap is not returning for evaluation. The user facility disposed the device. In a follow up communication with the customer, it was stated that the cap was recovered and found no damaged however, it was disposed and therefore is not available for return. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This supplemental report is to inform that upon further review, this is a duplicate report of 8010047-2022¿02854 and therefore, is not reportable.